Event description:
A customer observed a higher than expected vitros k+ result obtained from a single quality control fluid (6.0 mmol/l) compared to the expected result (2.75 mmol/l) when tested on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. The customer made no allegations that patient sample results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a higher than expected vitros k+ quality control result was obtained after a k+ reagent calibration event. The root cause of the event was user error. The user had reconstituted the calibrator fluids using a type of pipette that is not recommended by ocd when reconstituting calibrator/control fluids acceptable k+ performance was obtained when the k+ reagents were calibrated using an alternate set of calibrator fluids that were reconstituted using the correct type of pipette. There is no evidence that the vitros 5600 system or vitros k+ reagent malfunctioned. Patient samples were not affected and there was no allegation of patient harm as a result of this event.